Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tkr had been performed on 2010, the journ art ins bcs std 5-6 lt10 broke on (B)(6) 2021. This adverse event was solved by a revision surgery performed on (B)(6) 2021 to explant the journ art ins bcs std 5-6 lt10 and patella resurfacing. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested clinically relevant information for evaluation, the root cause of the reported post breakage cannot be definitively concluded. The reported patella resurfacing is not indicative of a malperformance of the device. Further patient impact beyond the post breakage and revision could not be assessed. No further medical assessment could be rendered at this time. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.